Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One 3i t3® tapered implant (bopt5410) and cover screw were returned for investigation. Visual evaluation of the as returned products identified signs of wear and damages around the implant-driver connection.functional testing was not performed as the implant was damaged.pre-existing patient conditions, tooth location and x-ray images are irrelevant to this investigation. Doctor was attempting to place the implant on tooth 36 (fdi) when the incident occurred. Pictures were not provided and no other information was provided. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 / instructions for use for biomet 3i kits and instruments (pzbdinstrp) rev. C - nov 2019. Information identified: contraindications, warnings, and precautions / warnings and precautions per the applicable IFU, under section precautions it is stated that biomet devices are only to be used by trained professionals for improper techniques can lead to device failure. DHR review for the lot (2018080654) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2018080654) for similar events and no other complaint about nonconforming products were identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported events or devices. Therefore, based on the available information and visual evaluation, implant malfunction did occur and the reported damaged drive feature was confirmed. However, driver malfunction and the reported event (does not disengage) could not be verified as the device was not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the implant was removed because the doctor could not disconnect the implant from the driver after placing it in a cortical bone, when trying the implant connection was damaged. Surgery was completing placing a new implant.